Event description:
It was reported that alarm was heard and also confirmed by telemetry. It was noted that telemetry confirmed a critical alarm occurring due to motor stall. It was stated that a motor stall occurred the day prior to report with no recovery in logs. Patient did not have another MRI the day prior to report. It was unknown the cause of the stall, the ¿stall was constant.¿ the pump system was delivering sufentanil and prialt. The following day it was reported that the alarm had been disabled the day prior to report but patient began hearing the alarm again on day of report ((B)(6) 2014) at 4:30 pm. It was noted patient saw their implant physician on day of report and they recommended patient not have pump therapy removed because it could cause patient more damage. It was noted that there was still drug in the pump but the pump was not functioning. It was also noted that patient had no transportation back to their physician¿s office to have them shut the pump off permanently. Additional information received reported that the patient¿s pump was sounding a critical alarm on day of report in spite of a critical alarm silenced on (B)(6) 2014. It was noted that the pump was also programmed to minimum rate at that time, as well. It was noted that they were opting to program pump to ¿pump off mode¿ so alarm would not sound again. I pump replacement was planned soon. Additional information reported that the patient was having ¿feelings of withdrawal, skin crawling, and gi upset.¿ it was stated that there was no recovery on the stall that occurred on (B)(6) 2014 and the cause was unknown. It was noted that patient was taking diazepam, fioricet, lasix, olanzapine, nitroglycerin, lyrica, tizanidine, pantoprazole, and morphine, at the time of the event. It was noted that the patient was ¿stable, unhappy¿ and when asked if they were receiving effective therapy, it was reported ¿yes.¿ it was noted that the device would be returned to manufacture company if patient decides to do an explant or replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n211229, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had an &#62030;"interthecal pump trial by side port". It was noted that the primary cause of the incident were "other factors possibility IV zotran&#64416;. It was reported that the outcome was "self-limited". It was noted that the patient saw their healthcare provider (hcp) on (B)(6) 2014. It was reported that a few hours after leaving the patient had a "side effect of body crawling, muscle spasm and can't relax". It was noted that the patient's healthcare provider said it was most likely a side effect of the anti-nausea medication given to the patient and most likely due to the prialt wearing off, and the nausea medication was now making the patient feel a bit "woosy". It was reported that the patient's trial with prialt included "body feels like its crawling, it can't relax and having bad muscle spasms". It was noted that this side-effect was from anti-nausea medication that they gave to the patient through IV. It was later reported that the patient felt much better. It was noted that the patient's current medications were betamethasone dipropionate, fenofibrate, fludrocortisone acetate, promethazine, reglan and toradol. It was reported that the patient also talked to their hcp on (B)(6) 2014. It was noted that the patient's stomach was upset with no "nv" post pump fill on (B)(6) 201. It was reported that by the second day after the patient's pump was filled the symptoms were subsiding. It was noted that the patient saw their hcp on (B)(6) 2014. It was reported that there was discussion between the hcp and patient of removal of the pump. It was noted that the patient's hcp told the patient "it's like a radio you can turn off". It was reported that the patient did not want to continue with pump due to discomfort. It was noted that the pump "pinches when she bends over and cannot lay on her side or stomach, which causes pain". It was reported that the patient is not interested in trying prialt, which the patient's pump was filled with prialt and sufentanil at last fill but "du to malfunction, patient has not experienced medication". It was noted that the pump could be turned off and as long as it is not causing any issues, could remain and therefore not have surgery to explant. It was reported that the patient had lower back pain that radiates down both legs. It was noted that the lumbar spine had a surgical scar, tenderness and muscle tenderness. It was reported that the patient tested positive for morphine and valium on (B)(6) 2014. It was noted that lyrica was discontinued prescription. It was reported that the patient was weaned off "mscontin". It was noted that the patient was referred to substance counseling. It was reported that the patient would have "no opioids". It was noted that if the patient continued with usage of thc the hcp would look to "wean pump also". It was reported that the pump was refilled with sufentanil and prialt on (B)(6) 2014. It was noted that the patient complained of feeling jittery and like "jello". It was noted that the patient was scheduled for an adjustment. It was reported that the patient had good analgesic effect with pain medications. It was noted that the patient had unimproved activity with the use of pain medications. It was reported that the patient had no adverse event related to the use of pain medications. It was noted that the patient's present illness information and chief complaint was low back pain and lower extremity pain. It was reported that the patient had a single shot prialt trial. It was noted that an intrathecal pump/catheter dye study was also performed. It was reported that fluro guidance was used. It was noted that 1-3 ml of clear fluid was aspirated consistent with csf/pump med. It was reported that contrast was injected through the catheter without difficulty. It was noted that there were no areas of contrast leakage. It was reported that the patient was monitored for 2-3 hours after prialt dose and was stable and not sedated and dismissed with post procedure instructions in a stable condition.

Manufacturer narrative:
(B)(4).